Manufacturer narrative:
(B)(4). Batch #: r92d65. Investigation summary the hand piece was received with the nose cone cracked and the mount was noted to be loose. No functional testing could be performed due to the severely cracked nose cone and no instrument could be attached to the hand piece. However, a ¿no uses remaining/replace hand piece¿ alert screen was displayed by the generator when it was connected to the generator. Further analysis confirmed that the hand piece has already been used 95 times. The hand piece is a reusable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining/replace hand piece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the hand piece transducer assembly until the internal wires got disconnected. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. The ¿replace hand piece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. Additional information was requested and the following was received: "did the patient experience any adverse consequences due to this issue?" - no.

Event description:
It was reported that before an unknown procedure, while prepping the devices, a nurse noticed an issue with hp054. The generator displayed an error screen reading ¿no uses remaining/replace hand piece.¿ a second devices was tried with the same result. Both hand pieces were connected to another generator and it showed the same message for both hand pieces. A third devices was opened and used to successfully complete the procedure. The medical staff was sure the hand pieces had more uses remaining. There were no patient consequences.